Manufacturer narrative:
The insulin pump received with high active current measurement (benchmark elec.), problem isolated to pcb 1. The insulin pump passed displacement test, sleep current measurement and self test. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had low battery alert prior to the replace battery alarm. The customer blood glucose level was unknown. The customer states that the timing was less than 8 hours from the low battery alert to the replace battery alarm. Customer states the battery cap was not loose, cracked or damaged. This was the second occurrence of replace battery alert in less than 8 hours after a low battery warning. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The customer was advised the pump will be replaced as per troubleshoot. The insulin pump will be returned for analysis.